Event description:
The hosp reported that a two-day old baby was placed on bypass for 36 hours. A crack was noted from the periphery of the bio-pump and the device leaked. The bio-pump was changed out which took 3 minutes. The pt expired due to cardiac arrest secondary to hypovolemia.